Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat a mildly tortuous, heavily calcified superficial femoral artery (sfa) and a popliteal artery. Three low speed, two medium speed, and two high speed treatments were performed. When the oad was being removed, the viperwire guide wire fractured. Angiographic imaging showed the distal portion of the viperwire was stuck in the peroneal artery. A snare was used to retrieve the fractured component. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation appears to be related to operational context. In this case, it is likely that the material separation is due to device placement or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat a mildly tortuous, heavily calcified superficial femoral artery (sfa) and a popliteal artery. Three low speed, two medium speed, and two high speed treatments were performed. When the oad was being removed, the viperwire guide wire fractured. Angiographic imaging showed the distal portion of the viperwire was stuck in the peroneal artery. A snare was used to retrieve the fractured component. The patient was in stable condition.